Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: per follow-up for cross referenced event, customer does not have a pump. Caller reported that the sensor glucose value was not visible on the simplera app from 00:00 to 13:00 but was visible on the inpen app on (B)(6) 2025 (please see attached graph). So, customer said they did not receive the low sensor glucose alert and their blood glucose dropped down to 20mg/dl. Customer was taken to the emergency room to treat the low. Customer did not have hyperglycemia. Issue was resolved with iphone and sensor replacement. The simplera standalone sensor and the app were used at the time of the low. Customer got the sensor replaced and is not returning it for analysis per cross referenced event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to simplera issue. The customer reported blood glucose value of 20 mg/dl. The customer reported hypoglycemia treated with emergency room visit. The event involved product(s) unk_ngp. Troubleshooting was not performed and it was unknown if the insulin pump system was used within 48 hours or if auto mode feature was active at the time of event. No further patient complications were reported. No product return is required for unk_ngp.